Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level and went to the emergency room on (B)(6) 2017 due to the high blood glucose level. The customer's blood glucose level was 811 mg/dl at the time of the incident. The customer¿s current blood glucose level was 356 mg/dl. The high blood glucose level of the customer was treated with the manual injections. The customer was assisted with the troubleshooting. The customer was admitted to the hospital for the second time on (B)(6) 2018 due to high blood glucose level. The customer was wearing the insulin pump at the time of the hospitalization. The customer also reported that the insulin pump had insulin flow blocked alarms and had abscess with the surgery. The insulin pump will not be returned for the analysis.